Manufacturer narrative:
The transfer set was not returned, only white particulate matter in the drain bag was returned for evaluation. A hospital person took the white particulate matter out of the transfer set tubing and put it into the drain bag. There is no allegation against the drain bag. Sample analysis was performed on one drain bag sample (product code unknown, lot unknown). A visual inspection was performed with the naked eye. White particulate matter loose inside the fluid path of the unknown drain bag was identified during visual inspection. Energy dispersive x-ray spectroscopy (edxs) analysis of particles detected the presence of c, o, na, p, cl and ca within the particles. Fourier-transform infrared (ft-ir) spectroscopy of the particulate matter yielded spectra with peaks consistent with calcium carbonate and a phosphorus containing compound. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced particulate matter in the tubing of the transfer set. The particulate matter was further described as white and crystalized. There was no patient injury or medical intervention associated with this event. No additional information is available.